Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. The reported device was inadvertently discarded, therefore the product has not been physically inspected and visual/functional evaluation could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1236817. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1236817 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use and torque applied during placement/seating exceeds recommended value. However, a definitive root cause could not be identified. Therefore, based on the available information, device malfunction could not be verified. The device was inadvertently discarded, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported, that they were unable to seat the abutment at tooth site (B)(6), after multiple attempts. A different abutment seated perfectly. The procedure was completed with another abutment.

Manufacturer narrative:
Zimmer biomet complaint number cmp- (B)(4). A4: weight unknown / not provided. E1: email address unknown / not provided. Product has been received by zimmer biomet, and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.